Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the chisel blade was returned in two pieces. It broke in the area of the handle attachment. The fracture face is homogenous which indicates material conformity. Based on these findings, the cause of failure is not due to any manufacturing non-conformances and was unable to determine the exact cause of this occurrence and can only assume that a mechanical overload caused this breakage. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no complaint related issues were found.

Event description:
The chisel blade was returned in two pieces. It broke in the area of the handle attachment. This is report 1 of 1 for complaint (B)(4).